Event description:
For about a couple of days, both my eyes were red, sensitive to light and it felt like something was in my eye irritating it. Dose or amount: filled contact lens container every night. Dates of use: approx nine months between 2006 - 2007. Diagnosis or reason for use: make contact lenses moist and not dry. Event abated after use stopped: yes. Have not been treated yet.